Event description:
"During the treatment of the distal one-third of the anteior tibial artery, the pt became severely hypotensive and was found to have a right retroperitoneal hemotoma. Upon removal of the selverhawk device it was noted that the tip of the silverhawk device was missing. After hemostasis was achieved, a new 7 french sheath was introduced and an unsuccessful attempt was made to retrieve the catheter tip. The pt again became hypotensive. Exploration of the right femoral artery disclosed a small arterial puncture at the level of the inguinal ligament. The puncutre was sutured. Because of the pt's hemodynamic instability it was decided to delay further attempts to retrieve the catheter tip. In 2005 the tip of the silverhawk catheter was successfully removed."